Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported there was a loss of therapeutic effect. Patient reported not feeling stim despite turning stimulation up to "850". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was not giving any relief. The patient reported that the issue was resolved by changing settings. No further complications were reported.